Event description:
It was reported that the ventilator motor failed during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate final report.